Event description:
It was reported that the battery casing lid broke off during surgery. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 - foreign: singapore. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will besubmitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Upon receipt, the lid was broken. Device history record review was performed. Device was 22 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.